Event description:
User alleges home pt has gone through four trachs recently. None in longer that two weeks at a time. Reports that the cuff fills with a couple of drops of water and then the pt turns purple and desats. They have needed to suction and bag and then change trach. After they change out the trach, the pt is fine. Same problem had the same problem with a shiley trach tube last year. This is the only trach tube style this pt has been able to use successfully.